Event description:
Piv placed on pt who was very had to stick with acuvance plus-w safety IV catheter 24gx5/8. Exp 2014/7-08 st (B)(4). Placed catheter: attaching connector and catheter broke on the connection hub (by the wings). Blood return was present, but unable to use catheter d/t broken connection.